Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the contact on the reported issue, but no response was received.